Event description:
It was reported when using the pyxis medstation es system drawer 5 failed to open. The customer mentioned that rebooting the system did not resolve the issue. The customer stated that there was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction stemmed from drawer failure. A field service engineer inspected all connections and reconnected the rowboard cable to resolve the problem. The system functioned as intended after the field service engineer troubleshooted the device.